Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had impella 5.5 pump support ongoing for a patient admitted with st elevated myocardial infarction. The pump support was ongoing while the team planned for a family decision as the care could not be escalated. The team had heparin in the purge and the patient was suffering from a gastrointestinal bleed. The patient remains on impella support.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.